Event description:
It was reported that the patient presented to a follow up appointment and a drop in sensing and high capture thresholds were observed from the right atrial (ra) and right ventricular (rv) lead. Diagnostic imaging was performed and confirmed both the ra and rv leads were dislodged. The physician reprogrammed the device to increase outputs to prevent loss of capture from the ra lead. The physician explanted the rv lead and observed that the helix did not extend or retract without the use of force. A new rv lead was implanted and the patient was stable with no additional consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to a follow up appointment and a drop in sensing and high capture thresholds were observed from the right atrial (ra) and right ventricular (rv) lead. Diagnostic imaging was performed and confirmed both the ra and rv leads were dislodged. The physician reprogrammed the device to increase outputs to prevent loss of capture from the ra lead. The physician explanted the rv lead and observed that the helix did not extend or retract without the use of force. A new rv lead was implanted and the patient was stable with no additional consequences.